Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). Performance data was collected and analyzed. The save to disk primary finding noted battery depletion end of life, pre/approaching recommended replacement time (rrt). Weekly battery voltage trend data shows min bat = 2.89 to 2.66 volts between (B)(4) 2012 and (B)(4) 2012 is before device rrt<(><<)>=2.61 volts.

Event description:
It was reported that the device depleted more rapidly than expected and was suspected of early battery depletion. The device was explanted and was replaced with a new device. No patient complications have been reported as a result of this event.